Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 432 mg/dl. Customer was treated with insulin pump. Customer also reported that the insulin pump had crack on back going towards battery compartment. The customer reported that the reservoir lip ring was not damaged. Customer declined for troubleshooting of high blood glucose level. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.